Manufacturer narrative:
Continuation: evproplus-29us transcatheter valve, implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and oversensing. It was noted the lead function was not normal. It was suspected that there was a setscrew issue with the implantable pulse generator (ipg). The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.